Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to a leak in the reservoir. All the components were removed and a new ipp was implanted. No patient complications were reported I relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no adverse patient effects in relation to this event. The explanted device was implanted approximately seven years ago.